Event description:
It was reported via repair work order that nurse call was not working due to a damaged cable no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.